Event description:
It was reported that inflatable penile prosthesis (ipp) device was non functional. Patient was taken to the operating room to remove the device. Upon explant, a rupture and fluid loss in the right cylinder was identified.